Manufacturer narrative:
(B)(4) follow up report for correction. Annex a code was updated to a020102 - nonstandard device (1420).

Event description:
No additional information provided.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported coring. Event description: the following notification relates to different cases of medication vial reconstitution; during the reconstitution of the medication, the nursing found rubber particles inside the containers, which were displaced inside. The blunt-tipped needle, a needle specifically designed to ensure this doesn't happen, is supposed to break off a piece and insert it into the vial. The only coincident of the notifications is the loading needle, since the vials do not coincide with each other, nor the services where the incident occurs, nor the nursing staff.

Manufacturer narrative:
(B)(4) follow up report for additional information. Annex e code was updated to e2403 - no clinical signs, symptoms or conditions. Annex f code was updated to f26 - no health consequences or impact.

Event description:
Additional information provided: was the device being used in/on the patient when the problem occurred? No, this needle is only used for loading medication. Was the patient or the user harmed? If so, explain. No harm occurred; it was detected early before administering the medication.

Event description:
No harm resulted; it was detected in time before administering the medication.

Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.